Manufacturer narrative:
The unit had an intermittent act button response due to a corroded keypad. The unit did not have a button error alarm during testing. The unit passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report that the device began to vibrate then a button error alarm occurred and they were unable to clear the alarm with the keypad. The customer also reported that the insulin pump did not deliver insulin. The customer's blood glucose level was 435 mg/dl. The customer treated with a manual injection. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.